Event description:
It was reported that the multi-link ultra was being inserted through the hemostatic valve when the stent broke in two pieces outside of the patient anatomy. There were no adverse patient effects. A second multi-link ultra was used without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Device analysis found the stent was not broken as reported; however, the shaft was separated. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.